Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code ua08 (motor controller fault detected)" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective drive train motor. Upon visual inspection, unrelated to the reported complaint, observed crack on the front cover. The cause for the physical damage was due to mishandling. The autopulse platform failed initial functional testing due to fault code ua08 (motor controller fault detected). The archive data review showed occurrence of fault code ua08 during the reported complaint date. The motor controller board was unable to drive the motor, which caused the current and voltage overload. The root cause for the fault was due to the defective drive train motor. The drive train motor was replaced and the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During demo, upon powering on, the autopulse platform (sn (B)(4) displayed fault code ua08 (motor controller fault detected). No additional information was provided. No patient involvement.